Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 500 mg/dl while wearing the pod. Endocrinologist was consulted and recommended patient double basal rate for 3 hours. The recommended settings modification was ineffective as bg only decreased from 407 mg/dl to 337 mg/dl. Therefore, the pod was changed. Patient subsequently visited the emergency room, however, no further details could be obtained, despite multiple due diligence attempts to do so. It should be noted that length of wear, site location, and treatment administered, were not available. The first pod was alleged to have caused patient's elevated bg, however, after changing this pod, the patient required a visit to the emergency room. As a conservative approach, both pods are being reported to have contributed to this serious injury (elevated bg resulting in medical intervention).